Event description:
Rn reports wound vac error message "container full", but container was not full. Rn reset, error message then reading "container not engaged", troubleshooting guide followed, still reading "not engaged", container changed, no results, machine changed completely and began working immediately. No impact to patient. Device is a rented machine so will be returned to vendor for evaluation.